Event description:
As reported by implant patient registry, a 29 mm sapien 3 ultra valve in valve the aortic position was explanted approximately 10 months 22 days post tavr. The reason for explant was paravalvular leak. Per medical records reviewed, approximately 10 months and 22 days post tavr valve-in-valve, a recent tee performed showed bioprosthetic aortic valves with mild to moderate paravalvular aortic regurgitation. Bioprosthetic stent aortic valve impinges on anterior mitral leaflet in diastole. There was also severe mitral annular calcification and severe mitral valve stenosis. It was decided to proceed with aortic valve replacement and mitral valve replacement. Per the explant op report, the 2 tavr valves were identified with one of them being very low in the left ventricle outflow tract. After removal of 2 tavr valves, the aortic anulus was debrided, which was significant calcification. The mitral valve had 2 areas of significant calcification at either commissure. A 27 mm inspiris pericardial valve was implanted in the aortic annulus and mitral valve replacement was performed with a 33 mitris pericardial valve. The patient tolerated the procedures well and was discharged in good condition to home on post operative day 8.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. Sections b4, b5, b7, g3, g6, h2, h6 clinical code and h6 investigation conclusions. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (severe annular calcification) caused or contributed to the worsening aortic paravalvular regurgitation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry, a 29 mm sapien 3 ultra valve in valve was explanted approximately 10 months 22 days post tavr. The reason for explant is unknown at this time.

Manufacturer narrative:
An intervention of a valve to treat would most likely be either requiring a second valve within the first or explant of the thv valve. The reason for intervention of a thv valve may be due to valve dysfunction (severe or clinically significant pvl, central leak, significant malposition, early/late endocarditis, thrombosis or degeneration) and/or other reasons. These events are considered a serious injury. If additional information is obtained, the code and decision tree will be re-evaluated. The device is explanted for unknown reasons. Although there are multiple roots causes, these cases are not reportable unless there is evidence of a reportable device related malfunction & within 7 years post implantation. Multiple attempts have been made to obtain additional information. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient's procedure op notes of the explant were requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 10 months 22 days months post-tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : not returned for evaluation.